Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to intractable spasticity. It was reported that the patient's pump was implanted on (B)(6) 2010 and explanted on (B)(6) 2016 due to infection. It was also noted that the patient had a spinal fluid leak and "spinal headache." He requested a blood patch but the doctor seemed to "not want to entertain that idea at all." The event date for the leak was noted to be "about close to 9 years" ago relative to (B)(6) 2018. No other information was provided. No further complications were reported.